Manufacturer narrative:
Additional information: no damage was noted to the previously deployed stent that the resolute onyx got caught on. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a tortuous lesion in the cx. The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The resolute onyx device pass through a previously deployed stent. It was reported that the stent dislodged. It was realized that the stent was too long. The stent was in the correct position. It was reported that the stent got caught on the previous stent, and was stripped off when bring withdrawn through the previous stent proximally. An attempt was made to remove the resolute onyx stent from the coronary artery, it could not be withdrawn into the guide catheter. The guide and stent was pulled into the sheath and the stent was unable to be removed. The stent was removed using a snare. There was no harm to the patient no concerns were voiced regarding the products used or equipment and it was stated that it was a very normal procedure.